Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple critical pump errors and had solid white display. Customer wiped the pump with water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to perform displacement test and confirm missing segments, critical pump error alarm, pump error 49, 4, or 23 alarm due to blank display. Device also received with cracked case(battery tube), cracked battery tube threads and cracked keypad at select button.